Event description:
It was reported by the customer that the bd insyte autoguard-n winged catheter gets stuck. The following information was provided by the initial reporter: spoke to one of the nurses today and she said when the go to retract the needle ¿ it gets stuck, and they can¿t remove it ¿ then it blows through the catheter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed three unsealed 24ga x 0.56in. Insyte autoguard units. Visual inspection of the provided photos discovered one of the units has media present and the needle is speared through the middle of the catheter tubing. This indicates that the defect happened during or after use of the device as the end user may have moved the needle up and down the catheter after insertion. The needle is also not retracted, but the functionality of the needle retraction mechanism could not be tested without the physical samples. The report of the 'needle through catheter' was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported by the customer that the bd insyte autoguard-n winged catheter gets stuck. The following information was provided by the initial reporter: spoke to one of the nurses today and she said when the go to retract the needle ¿ it gets stuck, and they can¿t remove it ¿ then it blows through the catheter.